Event description:
On august 23, 2006, the lay user/reporter (patient's daughter) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately high compared to feelings/normal readings. The medical affairs specialist (mas) sent a letter on august 31, 2006 since the patient and the reporter cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. The reporter stated that about a month ago in the evening, the reporter found the pt "unconscious" laying on the bed. The reporter tested the patient's blood glucose and obtained meter readings in the "70's, 80's, and 100's mg/dl" and then called the emergency services. The emergency services advised the reporter to make sure she is getting oxygen and to keep talking to the patient; however, they did not advise the reporter to administer a treatment. When the emergency services arrived, they tested the patient on the emergency service's meter and got a blood glucose result "in the 40's mg/dl." The pt was treated with oral glucose and sugar water. When the pt regained consciousness, the patient's blood glucose was "50 something" on the emergency service's meter and a "100 something" on the patient's meter. The pt was taken to the emergency room. Additionally, approximately a couple days ago, the pt was experiencing chest pains which the pt feels typically happens when her blood glucose is low. While experiencing these symptoms, the pt got a "273 mg/dl"and felt that the reading was too high. The customer care advocate verified that the meter was correctly set to "mg/dl," an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. It would be helpful to obtain the following: the patient's medication regimen, her last meter reading prior to becoming unconscious, if she made any recent adjustments to her diabetes care, and the time difference between when the pt was found unconscious to when the emergency services arrived. This complaint is being reported because the reported meter results did not seem to correlate with her symptoms and treatment given. In addition, the calculated difference of the patient's meter and the emergency services meter exceeded the expected value of <=30% and/or <=30 mg/dl. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.